Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement due to an unknown reason.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement due to an unknown reason. Additional information was received that the ipg migrated and patient had charging issues. The patient was doing well postoperatively. The explanted device was kept by the medical facility.